Manufacturer narrative:
Please note that the event date in ((B)(6) 2002) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 2002; the month and day is currently unknown. Gtin# not available. Complaint conclusion: as reported, an MRI technician called in for medical information and additionally reported adverse events. On an unknown date, the patient experienced unknown event and as treatment had a palmaz-schatz stent placed in his right coronary artery. In 2002, patient had experienced unknown event and as treatment had a palmaz-schatz stent placed in unknown vessel. No further information obtained at time of call. The product remains implanted in the patient; therefore, it will not be returned for analysis. A device history record (DHR) could not be conducted as the lot number provided was not recognized by the original external manufacturer. Restenosis of the coronary artery is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, an MRI technician called in for medical information and additionally reported adverse events. On an unknown date, the patient experienced unknown event and as treatment had a palmaz-schatz stent placed in his right coronary artery. In 2002, patient had experienced unknown event and as treatment had a palmaz-schatz stent placed in unknown vessel. No further information obtained at time of call.